Event description:
The end user reported redness and swelling under tape collar in area matching size and shape of tape collar after application of second wafer out of sample pack.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was instructed to use stomahesive powder and skin protectant. He was advised to discontinue use of the acrylic tape product. It was recommended that he try a product with hydrocolloid. He was advised to notify his health care provider. The end user reports that he has an appointment with his primary physician tomorrow. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.